Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when insulin goes low, insulin pump delivery stops. Her blood glucose level was 500 mg/dl. She changed the infusion set. The customer has seen the doctor and educator several times over the past year. The customer was feeling light headed and was not feeling well. The customer treated her blood glucose level with a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.